Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the battery calibration failed. The rse evaluated the device remotely. It was determined that this was a malfunction of the battery the replacement for which was ordered. The device is out of support therefore the successful order of the replacement battery is not guaranteed. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed. The customer made an attempt to order the replacement battery to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery calibration failed. There was no reported patient involvement.